Event description:
Medtronic received information regarding a navigation system being used in a neuro procedure laser interstitial thermal therapy (litt) tumor ablation procedure. It was reported that while using the automated trajectory guidance unit, when a trajectory was planned and the command was sent to the robot, it started moving toward the target; however, it did not lock upon reaching the target and then disconnected suddenly, this occurred several times. There was a delay of one hour and 30 minutes. The doctor could not finish the procedure and stopped the case. The doctor was planning to take a biopsy and then to do the MRI guided laser ablation for the tumor. But because of this issue he took only the biopsy and could not do the tumor laser ablation. No harm happened to the patient and the doctor was to schedule the patient for open surgery after two weeks.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6). Product ID: 29631, serial/lot #: (B)(6). Product ID: 9735762, serial/lot #: (B)(6). G2: foreign country - jordan. H3/h6: the software analysis was completed. There was a low performance error found in the logs, however there were no other abnormalities detected. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.